Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the non-tortuous or calcified, 90% stenosed, proximal left anterior descending (lad) artery the 3.0 x 28 mm xience prime stent was deployed without reported issue. Post deployment the balloon could not deflate. Two subsequent inflations were attempted and the balloon could be deflated. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.